Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
It was reported that surgeon was treating a patient with charcot foot (a severe complication of diabetes). He inserted a 7.3mm x 175mm cannulated screw into the posterior aspect of the talus, through the midfoot and into the first metatarsal. When the screw tip entered the metatarsal, it became difficult to advance due to the narrower corridor. The screw would not advance even when attached to the power screwdriver shaft. The surgeon then depressed the power button and began to rotate the drill in an attempt to advance the screw. As he did, the hex part of the screw driver shaft broke. The surgery was completed, but the screw could not be moved forward or backward, so it was left in place. It is approximately 1 cm proud on the posterior aspect of the patient's talus. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. (B)(4). A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.